Manufacturer narrative:
Correction: section g3 - the awareness date should have been 28 aug 2023, rather than 25 aug 2023.

Manufacturer narrative:
The reported event of the stylet failure to advance through the lead was confirmed. A complete lead without the stylet was returned in one piece for analysis. The stylet insertion test was performed and found the test stylet was obstructed near the ring electrode due to the inner coil was clogged with blood/body fluid. The cause of the reported event was isolated to the inner coil being clogged with blood/body fluid.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet failed to advance in the atrial lead. The atrial lead was not used and replaced. The patient was in stable condition.